Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas treat a walled-off-necrosis (won) during a necrosectomy procedure performed on (B)(6) 2024. During the procedure, the axios cautery did not work, and blanching of the tissue was noted. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6); reported here as the phone number exceeded character limit for the designated field. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.